Event description:
Approc eight months post index procedure cag was conducted and restenosis was confirmed in all three branches previously treated. All implanted cypher des were restenosed. To treat the restenosis of the rca, poba was conducted with a 2.5x unk mm balloon. At that time, dissection was produced at the posterior descending branch therefore a 2.5x18mm cypher des was deployed. The proximal rca was a little hazy; therefore a .0x12mm driver stent was deployed at the ostial portion of the proximal rca. The distal circumflex and postero-lateral branch were not treated on this day. Three weeks later the pt was asymptomatic. Threatment of the restenosed lcx was scheduled. Cag was being conducted for the rca, however the guiding catheter could not be inserted into the rca. Then contrast medium was injected into the aorta instead. The rca seemed to be occluded; therefore thrombosis of the rca was suspected. At the guiding catheter could not be inserted, the treatment for rca was not conducted. The restenosis at the postero-lateral branch was treated with poba.